Manufacturer narrative:
(B)(4). The product has been returned and upon investigation complaint was not confirmed. No new issues were observed and all results within the range of specification. No errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 448 mg/dl, 102 mg/dl and 337 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.